Event description:
It was reported that a malfunction occurred on the pump, with no notable events occurring prior to it. The customer¿s blood glucose levels did not exceed 500 mg/dl, and therefore, there was no adverse impact. Technical support assisted the customer in resetting the pump, provided pump reset information, and advised the customer on continuing to use the pump unless the malfunction recurs. The customer acknowledged and understood the instructions. No additional outcomes were reported.